Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10813r33, implanted: (B)(6) 2002, product type: catheter; product ID 8578k, serial# (B)(4), implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
It was reported that the catheter was cut on (B)(6) 2013 during a spinal surgery. It was spliced and they advanced a new catheter that the local manufacturing representative supplied to them during the surgery. It was unknown what drug the pump was infusing but the therapy was for a pain pump. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.